Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: tgu404020/13844424. Udis for the lots: tgu404020/13763210 - (B)(4). Tgu404020/13844424 - (B)(4).

Manufacturer narrative:
A review of the manufacturing paperwork has not been performed as a lot number has not been provided. Additional information has been requested.

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic dissection using a conformable gore® tag® thoracic endoprosthesis. It was reported the device was advanced through a 24 fr cook sheath and deployed with no issue. During retraction of the delivery catheter back into the cook sheath, resistance was reportedly felt, but the catheter was able to be removed from the patient. Once the catheter was removed, it was reportedly determined the leading olive had broken off inside the patient and was trapped within the cook sheath. It was reported the leading olive detachment occurred due to the incompatibility of the conformable gore® tag® device with the cook sheath. There was reportedly nothing about the patient's anatomy that contributed to the event. The cook sheath was able to be removed with the leading olive still inside the sheath. The procedure was completed with no further issues and complete exclusion of the dissection, and the patient tolerated the procedure. Additional information has been requested.